Manufacturer narrative:
At this time, this device is undergoing analysis. Upon completion of, this report will be updated.

Event description:
Boston scientific crm received information that during an upgrade procedure, the patient with this cardiac resynchronization therapy defibrillator (crt-d) experienced a perforation. The patient coded and 350cc of fluid was removed. There were high outputs and atrial output pulse were sense by the ventricular channel; however this was normal device operation since all of the oversensing occurred within the blanking period. It was noted that the right ventricular (rv) lead was placed very high in the rv and the physician wanted maximum outputs to allow the patient to recover from the perforation. Technical services (ts) reviewed a rhythm for the field representative and indicated that there is rv sensing in the blanking period occurring after each ra pace which was attributed to high ra outputs. Ts indicated that this was not a consequence at this time. Additional information from the field representative indicated that the patient had developed an infection and the device was explanted and returned for analysis.

Manufacturer narrative:
Upon receipt at our (B)(4) laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. The device was then exposed to simulated heart load conditions, and the pacing and sensing functions were tested. The device operated appropriately with no interruptions in therapy output or programmer communication at the returned programmed settings. A series of electrical tests were also performed, and again, normal device function was observed.